Event description:
It was reported that pump time was incorrect and caller updated time and personal settings with support. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from support to correct pump time, was advised to monitor for any future time discrepancies greater than five minutes, and acknowledged understanding of instructions; no additional information was received regarding further outcomes.